Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Asr medical records received. After review of medical records the patient was revised to address pseudotumor, mild periarticular heterotopic ossification resulting to pain. MRI scan shows a large periprosthetic fluid collection in the hip. Operative note reported pseudotumor filled with chalky thick yellow fluid. There were heterotopic ossification and thick fibrous synovium. There was a small amount of corrosion within sleeve and small amount of cortical calcar in the femoral component. Acetabular has a small areas of osteolysis. Doi: (B)(6) 2007; dor: (B)(6) 2019; right hip.